Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the lcsc5 emitted a steady tone immediately. The instrument was taken apart and reattached with same problem. Another lcsc5 was used to complete the case. There was no consequence to the pt.